Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the patient's leads had migrated. Surgical intervention took place on (B)(6) 2019 wherein the leads were explanted and replaced. Related manufacturer reference number: 3006705815-2019-03233.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.